Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
Withdrew the cup during revision procedure, and it was confirmed the cap was no bone.

Manufacturer narrative:
Upon additional information received from the reporter, it was confirmed that the device involved in this event is not sold nor similar to devices distributed in the us. Therefore, this event has been re assessed as not reportable in the us.

Event description:
Withdrew the cup during revision procedure and it was confirmed the cap was no bone.